Event description:
Caller states she inserted a new strip and device read lo without blood being spplied to the strip. No action taken based on lo result. Requested return of suspect device and replacement was sent.